Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-jun-2026, it was reported by a sales representative via email that multiple arthrex products associated with an acl reconstruction procedure were reviewed following a post-operative infection. The infection was identified at the graft harvest site and was described as extra-articular. The surgeon indicated that the implanted products are not believed to have contributed to the infection. No further information was provided.